Event description:
The device was used during an unspecified procedure. Reportedly, the white plastic jaw disengaged into the patient's cavity and was retrieved. The hospital has reported no pt injury occurred.